Event description:
During an atrial fibrillation procedure, the sheath was inserted from the groin, and a catheter was inserted into the sheath and removed. When aspiration was attempted from the side port with a syringe, it was noted that there was resistance and air was aspirated. Aspiration was performed several times with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. The only products inserted directly into the hemostasis valve were the included dilator and a catheter. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.